Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported no symptoms were related to the event. No falls or trauma reported. No diagnostics or troubleshooting performed. The patient was receiving effective therapy as the ¿plot¿ was not used in the patient¿s programming. Cause remained unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study reported via a manufacturing representative that there were high impedances of >4000 ohms. No diagnostics/troubleshooting performed. No actions were taken and the event was ongoing. Medical history included fecal incontinence due to obstetrical trauma since 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.